Event description:
It was reported that the arctic sun device had fitting problems. Per follow up information received via email on 23nov2023, it was reported that the fill tube of the affected arctic sun devices did not stay in place at the designated spot at the back panel of these devises. This causes the fill tube to be put into the drain ports by hospital staff or hanging loose at the back of the device, touching the hospital floor. Both pathways sending in and onsite would not solve the issue, so sending the device for evaluation was not initiated. Issue was not resolved as there was no procedure to fix it in place yet and nothing repair was done.

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this initial MDR was reported in error. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had fitting problems. Per follow up information received via email on 23nov2023, it was reported that the fill tube of the affected arctic sun devices did not stay in place at the designated spot at the back panel of these devises. This causes the fill tube to be put into the drain ports by hospital staff or hanging loose at the back of the device, touching the hospital floor. Both pathways sending in and onsite would not solve the issue, so sending the device for evaluation was not initiated. Issue was not resolved as there was no procedure to fix it in place yet and nothing repair was done.

Event description:
It was reported that the arctis sun device had fitting problems.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.